Event description:
Customer reported he was hospitalized, the second week of (B)(6), due to high blood glucose over 600 mg/dl. Customer was not in an accident. Customer was in the hospital for three days. Customer symptoms were vomiting, dehydration, and diarrhea. Customer also mention the insulin pump has been alarming motor error during bolus. Customer current blood glucose was 549 mg/dl, hadn't treated. Customer reported he has dropped the device but not recently, when asked if customer has dropped the device prior to alarm. Customer reported he had a CT scan back in (B)(6) and does not recall if he had the device on or not. Customer was advised not to wear the device during CT scans. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4) . All operating currents are within specification. No unexpected low battery off no power alarms noted. The device passed off no power test, self test, a21 error test, and displacement test. Motor error alarm noted during basic occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Motor was tested outside the device and passed. Unable to complete a functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. The device was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.